Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: results in the 400s (mg/dl) and 100s (mg/dl) 2); 390 mg/dl and result in the 100s (mg/dl). The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Manufacturer was unable to obtain this information. It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.